Event description:
During a laparoscopic nissen fundoplication procedure, one third of the active blade broke off inside the patient. The customer was unable to retrieve the broken piece from the patient. X-ray was used to try to find piece inside the patient, but no other method was attempted for retrieval. The case was completed with a second like device.